Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l57743, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) in an implanted pump for intractable spasticity. The patient was overdosed on 01-sep-2015 following a pump change due to the healthcare provider (hcp) not knowing the catheter length. The issue was corrected. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, and what diagnostics were performed. If additional information is received, a follow-up report will be submitted.